Event description:
This was the third issue with either a leak of blood and chemo; or a back up blood into the tubing. Rn narrative: good blood return noted. Connected etoposide 220mg with filtered tubing/ long line to primary tubing y-site after cleaning site (smartsite low sorbing infusion set #(B)(4)). Author connected tubing to alaris pump. Author turned to retrieve chart to input appropriate data into alaris pump. Prior to entering info into pump (or even starting pump for that matter), author noted blood backing up into both the primary line as well as the filtered tubing line all the way in the filter. Blood stopped at the filter. Rn did not see any cracks or open areas. Infusion was never started. No leaks noted. Removed line. In this case, I do have pictures of the line. Possibly lot #15065715, expire 06/2018. Other 2 times with same tubing here is one of the cases: again this is an rn narrative: pt made comfortable in chair after check-in -port access with 3/4" huber needle -blue enclave cap was used ramucirumab initiated. After 10 minutes of infusion, noted to have blood backing up to filter from port. As I came to chairside to assess pump, I looked down and found myself to be standing in puddle of clear fluid leaking dripping from connection of IV line to filter. Pump stopped, pt disconnected, port flushed without diff, brisk blood return aspirated. No chemo on pt, no leaking around port site. Other case with taxol: rn narrative: pt checked in and made comfortable in chair, -port accessed with 3/4" humber needle with blood return. Herceptin and pertuzumab infused without issue. Port flushed with ns -taxol arrived in 2 bags due to 500ml shortage. Each to infuse over 1.5 hours for a total of 3 hours, 1st bag of taxol infused without difficulty. Second bag of taxol infusing without difficulty for first hour. Rn stood by for 5 minutes for this as well. At about 1400 pt got up to bathroom. Rn was busy with another pt hanging carboplatin. Pt was waiting for bathroom to be available. Another rn came around the corner to where I was to tell me that my pt's chemo has spilled and there was blood on the floor. When I arrived there was drips of blood in front of the nursing station and blood on the IV pole and around the area where the pt was standing. Pt was already disconnected and assisted her back to her chair where she flushed her port and verified brisk blood return. Upon examining the tubing, the same thing had happened as with the ramucirumab (noted in incident above). Blood had backed up into the filter and was dripping out of the portion where the filter met the tubing.